Event description:
It was reported patient underwent a proximal interphalangeal procedure on (B)(6) 2013. During the procedure, the clear sleeve stuck on the handle when the juggerknot anchor was inserted. A new juggerknot anchor was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the sleeve was able to be moved by hand, therefore the part functions as intended.